Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer has not reported if the suspect component is available for analysis and no return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect/device component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved "vent inop" alarm condition, on this ventilator device. The customer stated no patient involvement with this event.